Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm evo spherical lens (sphere/cylinder/axis) was implanted into the right (od) eye of a patient. High vault was reported.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
G2 - n/a. H4 - n/a. Claim# (B)(4).